Manufacturer narrative:
The investigation confirmed a change in pump parameters via the submitted system controller log files; however, a specific cause for the reported power increase could not be conclusively determined. The submitted log files contained approximately 28 days of data ((B)(6) 2017 ¿ (B)(6) 2017 per time stamp). Pump power remained stable from (B)(6) 2017. On (B)(6) 2017, pump power became elevated and remained elevated for the remainder of the log file. The observed power elevations did not affect pump operation or cause any alarms. The patient remains ongoing on vad support with no further reported issues. No product was available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age was not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 23 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient had dark yellow/red urine on the morning of (B)(6) 2017. It was reported that on (B)(6) 2017, the patient presented to the emergency department with nausea and abdominal pain. The vad was producing elevated power readings. The manufacturer¿s technical services reported that the log file showed power and flow trending upwards. The patient had a follow up checkup on (B)(6) 2017. The lactate dehydrogenase (ldh) was 387 u/l. Urinalysis was negative for hematuria, however it was positive for bilirubin. Another log file was submitted and it showed that there were no unusual alarms recorded in the event history and the pump parameters showed an increase in power over a time period. The patient went for another follow up visit on (B)(6) 2017 and another log file was reviewed. It showed increase in power over a time period, otherwise, unremarkable. Additional information was requested, but was not provided.